Event description:
It was reported that during onyx injection, the physician felt high pressure and onyx didn ot exit the tip of the catheter. The physician stated that the catheter seemed to have an obstruction. The injection was stopped and then started again with the same result. The catheter was withdrawn from the pt, and a hole was observed at 20 cm from the catheter's tip. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 24.3 cm from the distal tip. The catheter appeared to have ruptured during onyx delivery due to over pressurization as a result of occlusion within the catheter. Catheter rupture. (B)(4).